Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 530 mg/dl. System check was performed with tandem technical support and showed that the customer did not follow the bolus screen prompts and had not executed a bolus properly. Reportedly, the customer exited the bolus screen prior to delivering a bolus. To address the bg level, the customer delivered a correction bolus. Recommendation was made to discuss diabetes management with health care provider.